Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. A root cause investigation is underway. No adverse event results from the defective components.